Event description:
It was reported when using the unspecified bd abg device there was a damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the nurse prepared to use the arterial blood collection device before drawing arterial blood for the patient. The material contained a new package of the product. The inspection found that the packaging bag was leaking."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported when using the bd preset¿ arterial blood collection syringe there was a damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the nurse prepared to use the arterial blood collection device before drawing arterial blood for the patient. The material contained a new package of the product. The inspection found that the packaging bag was leaking." D.1. Medical device brand name: bd preset¿ arterial blood collection syringe; d.3. Medical device manufacturer: becton, dickinson and company (bd); d.4. Medical device catalog #: 364314; d.4. Medical device lot #: 1299054; d.4. Unique identifier (UDI) #: (B)(4); g.1. Manufacturing location: becton, dickinson and company (bd). H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for open seal with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open seal as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open seal. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was a damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the nurse prepared to use the arterial blood collection device before drawing arterial blood for the patient. The material contained a new package of the product. The inspection found that the packaging bag was leaking."